Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image evis is flickering/intermittent occurred due to fluid invasion inside the scope connector. The cause of the flickering image could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿unable to see imagine several additional lines going across screen" was confirmed, flickering image was due to fluid invasion inside the scope connector. The following findings were noted during device evaluation: hairline crack at probe tip, deep scratch at biopsy channel opening, crack at bending section glue, ultrasonic image is one broken element at #7, switch button #1 not working, corrosion at ultraonic image connector due to fluid. Corrosion at electrical connector, and due to fluid, electronic image electrical insulation is low. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had a generation of noise (including vertical line/ horizontal line/ spotted noise)-the subject can be recognized unable to see image several additional lines going across screen during preparation for use. Additionally, the nurse reported that the condition of the patient was not impacted by the failure. The procedure being performed was a bronch. The procedure was able to be completed with a different scope. The scope used to complete the procedure was the same model. The serial number was not provided. The procedure was not prolonged. The patient's anesthesia or sedation was not extended. The procedure did not need to be cancelled or postponed. There was no medical intervention required. There were no other devices connected to the subject device when the failure occurred. The patient demographics and pre-existing conditions are unable to be provided. There was no report of patient harm or user injury associated with this event.